Event description:
The manufacturing representative reported that the patient had stimulation on 100 percent of the time. The patient went to bed with her ins fully charged but when she woke up it was already totally depleted. The patient charged it up in the morning, but already around launch/afternoon she needed to charge again. It was noted that program 2 was not in use and they had shut it off with the patient programmer. There was high impedances on pole 6 that was located on program 2. The patient needed to recharge the device every 17 hours. There was no patient accident but the leads were pretty old. There were normal impedances on all the other electrodes. The high impedances occurred prior to device replacement. It occurred during a weekend about two months back. It was noted that it could have occurred earlier but they noticed it after the patient lost effect of program 2. The patient hardly used her remote anymore and has the same amplitude 24/7 is it was hard to tell when she lost effect of program 2. When they set programming for program 2 there was no warning, but they could not increase the amplitude of program 1, 2, or 3. They could only reduce it. Once they turned off program 2 they could adjust the amplitude of program 1 and 3. Program 2 was reduced to 0 and turned off. This did not resolve the issue. The program would be removed november 19th. Additional information was received from the manufacturer representative (rep). It was reported that the healthcare professional (hcp) was successfully able to reprogram the patient to a lower energy use and longer recharge interval. However, lately the patient had experienced stimulation suddenly dropping down, a lot, without her doing anything. The patient need to use the patient programmer and got to higher amplitude than she normally has to get the stimulation back on the same level. Then stimulation could suddenly turn off completely, and back on again, without the patient doing anything with thepatient programmer. Sometime then when it turns back on, it turns on too high because she had previously raised the amplitude with the controller to get stimulation back to the right level. A recent device data file and session report were provided. Troubleshooting already done by the hcp was palpating the ins while doing impedance measurements, and having the patient in different positions while doing impedance measurements. There were no deviations found, apart from the electrode that had already been high since many years back and was not in use. They have now turned off the adaptive stimulation to see if the problem lied there; however, this happened once even before configuring adaptive stimulation. Analysis of the device data file found that stimulation was never off between the two interrogation sessions. It was also seen that group c had only one position associated with adaptive stimulation, back at 17.0 milliampere intensity, while the others were not associated with any specific amplitude. The session report showed that the high impedance on electrode 6 ranged from 33430-40000 ohms.

Manufacturer narrative:
Report source. Foreign: se. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they were able to program the patient to a less energy consuming program. This resolved the issue with charging and out of regulation (oor).